Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that she went bike riding, went to enter her carbohydrates value into the insulin pump, and the numbers began scrolling before the device's battery died. The customer's blood glucose was 225 mg/dl. The customer did not observe any significant events leading to the keypad issues. She noted that the buttons were unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. No blank display noted. Unable to verify operating currents due to button keypad anomaly. The insulin pump has cracked case at display window corner and minor scratched display window.